Manufacturer narrative:
Section d9 was update due to part return correction section e4 section h6 evaluation codes updated due to part return and analysis method code - remove b21 and add b01 and b24 result code - remove c21 and add c13 conclusion code - remove d16 and add d15 component code - remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator generated an alarm, the display blackout and the ventilation stopped while the patient was connected. The device was available for evaluation. The service personnel (sp) inspected the ventilator but could not confirm the reported issue. The sp replaced the control board and single board computer (sbc) due to the observed system error history on the ventilator logs. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One control board and sbc were returned to medtronic for further analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The replaced control board and sbc addressed the secondary issue of system error history in the field; however, the returned components (control board and sbc) were analyzed and tested satisfactorily. With the information available a likely cause could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator generated an alarm, the display blackout and the ventilation stopped while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.